Event description:
It was reported that during a vascular procedure, the device was not loading the clip properly and it was also cutting the vein. Another device was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Evaluation summary - the multiple clip applier was visually and functionally evaluated and no anomalies were noted; it fed and formed the remaining clips within manufacturing requirements when tested. The instrument was fully functional and conforming to manufacturing requirements. Although no conclusion could be reached based on the analysis results as to what may have caused the reported event, change to optimize the instrument clip forming mechanism is being pursued to minimize the risk of this type of issue. While we were unable to recreate the event, we have documented the circumstances as they were reported to us. Complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.